Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they felt pain in their rectum after sitting down. Patient also stated that they felt the leads in their back were ¿being a problem.¿ patient changed the sides and no longer experienced pain. They then switched back. No further complications reported/anticipated.